Event description:
Customer reported a light anesthesia case. There was no reported pt injury. Investigation/conclusion: the equipment was checked out by a datex-ohmeda svc rep. One of the vaporizer manifold port valves was found to be stuck in the open position. The valve was replaced and forwarded to the mfg site for investigation. The valve was inspected and found that the diameter of the plunger was slightly high to spec. This is considered an isolated occurrence. This is the first MDR involving a modulus ii+ wherein the cause was due to an oversized plunger.